Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No replace battery now alarms noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alerts due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 13.3 mmol/l. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device multiple times and the issue remained unresolved. Customer received the replace battery now alarm without a low battery warning. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.